Event description:
The lead perforated mycorduim which resulted in an increased pacing threshold and decreased sensing. The lead was requisioned without any complication and remains implanted with good measurement.